Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the aortic neck was short with a 40-degree angulation. Upon review of the initial two-dimensional angiogram the aortic neck appeared longer then the actual length of the pt's aortic neck. It was reported that the final angiogram demonstrated that the stent graft ahd slipped into the aneurysm sec. The physician implanted that iliac limb and than procedure was completed at this time. The physician referred the pt to another physician for follow-up. Two weeks post stent graft implant the new physician elected to convert the pt to an open surgical repair. No additional sequalae were reported and the pt is fine. The explanted stent graft will not be returned to medtronic.